Manufacturer narrative:
The power switching board was returned to the manufacturer for analysis. Analysis found that the returned hardware functioned as expected. The system control board was returned to the manufacturer for analysis. Analysis found that the returned hardware functioned as expected. Functionality, usability and visual inspection passed.

Manufacturer narrative:
The analysis of the positioner motion control box was completed by medtronic personnel. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was not able to recreate the event. A review of the system logs showed multiple position failures. They replaced the system board, power switching board, and positioner. The imaging system then passed the system checkout and was found to be fully functional. The suspect system board, power switching board, and positioner were returned for evaluation, however results are not yet available.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that there was no motion on the o-arm.